Event description:
It was reported that the patient underwent a tlif at l3-s1 using rhbmp-2/acs in the interbody at each level. Post-op, the patient experienced a transient increase in bun (to >30 mg/dl) and creatinine (to >1.5 mg/dl). All lab values had returned to normal within 2 months post-op. The patient was evaluated by nephrologists and underwent evaluations including ultrasound and electrolyse analysis. There was no evidence of pre or post-renal etiology for the insufficiency such as hydronephrosis or nephrolithiasis. The patient did not have sepsis or other infectious etiology and did not exhibit evidence of wound breakdown or infection.

Manufacturer narrative:
(B) (4). Literature article citation: latzman et al. Administration of human recombinant bone morphogenetic protein-2 spine fusion may be associated with transient postoperative renal insufficiency. Spine 2010; 35: 7: e231-237. (B) (4) - renal insufficiency. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.